Manufacturer narrative:
No patient information was provided. Evaluation - a review of the driver indicates that it is of the old design configuration that was in the process of being swapped out. No corrective actions are being recommended at this time since this matter is being addressed by a swap out to a locking driver. Review of manufacturing history record found (B)(4) pieces of this lot released for distribution on 1/6/2014 with no deviations or anomalies. Two-year complaint history review found this to be the first report of this nature for this lot.

Event description:
It was reported that during implantation of a reform 6.5 x 45 mm polyaxial pedicle screw the distal tip of the reform poyaxial driver broke off inside of the screw body when the screw was about two-thirds seated. The screw was removed and replaced with another polyaxial screw using the second driver available in the set. There was a delay to the procedure of approximately 10 minutes as a result. No patient injury was reported.